Manufacturer narrative:
Device failure was concluded to be due to manufacturing flaw in broken snaphook. Conclusion: the manufacturing flaw represented by the "bubble" in the plastic material corresponds directly with the point of fracture and it can be concluded that its presence led to a significant reduction in structural integrity, which in turn led to the fracturing of the part.

Event description:
As described by the initial reporter: "I opened a new sam junctional tourniquet (sjt) to be used for training purposes. The first application was to demonstrate axial use. The casualty was standing during demonstration. The pelvic belt was placed around the casualty's chest and tightened. The auxiliary strap support was then connected to the belt going over the casualty's right shoulder. I was tightening the auxiliary strap support to ensure the target compression device would be able to apply enough pressure to stop radial pulse. While tightening, the d-ring on the auxiliary strap support broke." Notes: "axial use" means pressure being applied to the axilla artery; the "d-ring" on the auxiliary strap is a black plastic snaphook.